Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was showing 40 mg/dl and when she did the finger stick it was 525 mg/dl. The patient experienced frequent urination, nausea and headache. At around 5:00pm, she pressed her life alert button for the ambulance to came and drive her to the ER. She stated there were no medication/treatment prior to going to the ER. Upon arrival at the ER, the cgm was reading high at that time and the fingerstick value was 750 mg/dl. The patient was admitted that day. She was still at the hospital at the time of the report on (B)(6) 2025 and mentioned that she was doing okay but feeling sick. The patient was discharged on (B)(6) 2025 around 6:00pm and was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values taken at the onset of symptoms fall within the d zone of the parkes error grid. The reported glucose values taken upon arrival at the ER fall within the d zone of the parkes error grid. No additional patient or event information is available.